Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a display issue. It was reported that the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl with small ketones. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.